Event description:
It was reported that the device was powering on and off. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
B3, b5, h6: additional information. One fluid warmer was returned for evaluation. Visual inspection of the device found wear and tear damage on enclosure, front cover, tank cover and line cord. Device also noted to have outdated pcb and power switch. Device tank was filled with water, and powered on. Functional testing did confirm the reported customer complaint as a result of a faulty pcb board. The problem source has been determined to be unknown. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that incident occured during annual preventive maintenance; no patient involvement.